Event description:
A consumer reported that a philips sonicare protective clean powered toothbrush was turned on and caught fire. It was reported that injury and emergency hospitalization occurred. No property damage was reported. Unable to determine if the device contributed to alleged serious injury or permanent impairment at this time.

Manufacturer narrative:
The event date is approximate. Device was not returned to confirm a malfunction has occurred. The consumer details, serial number, and manufacturing date were not provided.